Event description:
It was reported that the patient developed an allergic reaction to the device, particularly in the implantable pulse generator (ipg) area. The symptoms began shortly after implantation and were characterized by discomfort, itching, redness, and a rash. As a result, the physician explanted the device. The ipg and leads were removed without complications. There was no report of patient harm or injury. No metal allergy testing was performed to confirm the alleged allergic reaction. The ipg and leads device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
(B)(4). Other devices explanted model: 8145 description: reactiv8 implantable stimulation lead serial numbers: (B)(6); UDI #s: (B)(4).